Event description:
It was reported via repair work order that the zoom drive disengages during use. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.